Manufacturer narrative:
G4: 18jul2020. B4: (B)(6) 2020. Product support engineer (pse) found error codes of post timer/24 v failure and flow sensor mismatch on unit startup. Pse replaced the unit's cpu pcba and mmi board to touch screen cable to resolve the reported issues. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
The customer contacted technical support (ts) stating that keyboard test failed. The customer reported there was no patient involvement at the time the issue was discovered.